Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. The reporter decline declined to provide additional information.

Manufacturer narrative:
The peritonitis events occurred on an unspecified date in (B)(6) 2022. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was treated with vancomycin hydrochloride (vancomycin). At the time of the report, the patient was recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.